Manufacturer narrative:
The complainant was contacted for return of the device. The complainant indicated that they determined the ac power became unplugged from the device and stopped the battery from charging. The device will not be returned for evaluation.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery for the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.